Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between december 4-5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through three (3) small volume infusors. It was observed that the devices did not deliver the pain medication they contained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.